Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported that the customer was receiving an unsupported scope error from the monitor of the processor when using a bf-h190 scope. The scope was tested with other processors and functioned as intended. Customer support determined the processor socket is faulty and recommended sending it in for repair. No additional information is available.